Event description:
Discrepant covid antibody test result, result = 9.17 (positive), rerun = <0.05 (negative). Siemens notified (3rd result reported). Siemens lot # 0.35; asymptomatic, profession: trucker, requested testing. FDA safety report ID# (B)(4).